Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned by cts.